Event description:
It was reported that the insulin pump alarmed no delivery. It was also reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. Unable to verify no delivery alarm due to motor error alarm. No e17 alarm noted. The insulin pump passed rewind, basic occlusion, prime/a33and displacement tests. The insulin pump has cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.